Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker-dependent patient presented for revision procedure. Upon review, it was revealed that the right ventricular lead exhibited elevated capture threshold. Sensing and impedance values were noted in normal ranges. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.